Event description:
It was reported that during surgery, the tip of the unit broke off inside the joint of the pt. The doctor was able to retrieve the broken piece. It was further reported that the surgery was delayed for an unspecified amount of time. The case was completed successfully.

Manufacturer narrative:
Add'l info will be provided once the investigation is completed.